Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the drive support cap of the insulin pump was sticking out. The customer¿s blood glucose was 236 mg/dl. The troubleshooting was performed for the damage. The customer was advised that the insulin pump will need to be replaced. The customer was advised to revert to backup plan. The insulin pump will not be returned for analysis.